Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and first degree atrioventricular (av) block occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelet medications. A loading dose of 300 mg of aspirin was given the day of the procedure. An isleeve introducer was placed and the aortic valve was treated with balloon valvuloplasty. No new conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. On the same day, post valve deployment, the patient developed new lbbb. Hospitalization was prolonged. Event electrocardiogram also revealed sinus rhythm with first degree av block, possible left atrial enlargement and lbbb. At the time of reporting, the event was considered recovering.